Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg)meter. The sensor was inserted on (B)(6) 2019. Patient data was present, however no calibrations to confirm the reported inaccuracy were present within the investigation window. Confirmation of allegation could not be determined. The root cause could not be determined. No injury or medical intervention was reported. The reported glucose values fall within the e zone of the parkes error grid.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 08/29/2019 regarding an adverse event. The patient reported inaccurate cgm values, stating the cgm value read high (indicating over 400 mg/dl) but the bg was 30 mg/dl. The patient reported having had extreme symptoms of hypoglycemia but did not provide any details of the symptoms. The patient indicated that the event was life-threatening; however, they later indicated that no medical intervention was necessary as her family helped immediately by giving her cola and glucose. Per medical review, based on the report of symptomatic hypoglycemia and the customer's apparent indication of a life-threatening event, this would constitute an adverse event. No additional patient or event information is available.